Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices referenced are filed under separate medwatch report numbers. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an impella interventional procedure. Reportedly, a cuff miss occurred with all three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures along with the sutures of one additional proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.